Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 initial reporter (full) phone number: (B)(6).

Event description:
It was reported, on an unspecified date in april, that a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch generated a leak during patient use. The reporter stated that during blood infusion, the spike disconnected from the blood bag resulted in leakage. There was no patient harm. Customer complaint that list no. 14220-01 is easier to separate from blood bag after connection comparing to other brand products. There was no report of any human harm.

Manufacturer narrative:
One (1) photo was provided by the customer, confirming the disconnection. Received one (1) used list # 14220-01, primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch; one (1) used list # unknown, 250 ml IV bag; one (1) used list# unknown, IV bag. As received, noted that the spike was easily removed from the blood bag. Performed dimensional analysis of the returned product, meets specifications. Connected the spike to an ICU medical provided intravenous (IV) bag, no disconnect observed. Customer complaint confirmed from the photo provided, probable cause unknown. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.